Event description:
Event description cpi received information that during a routine replacement of an implantable cardioverter defibrillator (ICD) for normal battery replacement, an existing lead was repaired-on three different sites with silicon sleeves. The lead remains implanted and active.